Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected intermittent out-of-range impedance on the right ventricular (rv) lead. Of note, the rv lead is a non-boston scientific product. A request was made to have device data analyzed, and a technical services (ts) consultant confirmed there has been some out-of-trend and out-of-range rv impedance values, likely due to the hybrid nature of the system (competitor's lead with a boston scientific ICD). In-clinic testing to exclude mechanical issues or lead impairment was recommended. No adverse patient effects were reported. The ICD and competitor's rv lead remain in service.